Event description:
It was reported that battery depletion was normal. It was noted ¿overdischarge.¿ it was noted that a power on reset occurred (por). It was noted that the error code that accompanied the por was 0x8 and it was successfully cleared. It was noted that stimulation and therapy issues included overstimulation. It was noted that no action was required as a result of this event. It was noted that impedance testing was performed. It was noted that the issues was determined and resolved. It was noted that the patient had increased a very uncomfortable stimulation when turning stimulation on after doing a physician recharge mode (pmr). It was noted that the patient was able to get it to stop by ¿pushing a bunch of buttons¿ but that it lasted for 10 minutes. It was noted that the por was cleared on the day of report. It was noted that impedances were checked and normal. It was noted that the patient was receiving effective stimulation. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included pain in areas of overstimulation including the patient¿s abdomen and legs.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).